Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was ¿no longer getting effective therapy despite turning up the amplitude to 10.5 volts.¿ impedance testing performed at the time of report found impedances ¿>10000¿ ohms on electrodes 0, 1, 2, 3, and 4. It was noted that impedance testing had been previously performed on (B)(6) 2014 and found high impedances of ¿ <(><<)>10000¿ ohms on electrodes 2, 3, and 4, with the remaining electrodes ¿between 950-1066 ohms.¿ the patient had reportedly fallen about six months prior to that impedance reading. It was noted the fall occurred ¿around (B)(6) 2013.¿ interrogation records from (B)(6) 2011 indicated ¿all of the electrodes were within normal ranges at around 1000-1200 ohms.¿ a future revision was planned for the patient as a result of the patient. The physician was to ¿open up the back incision where the lead and extension were connected and check the lead impedances to assess if it was the lead or the extension that was damaged.¿ it was noted that x-ray imaging had been performed; however, the results were unavailable at the time of report. There was ¿no alleged product issue¿ with the patient¿s implantable neurostimulator (ins). Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information received reported the patient had a revision on the day of this report. In the operating room, the lead had out of range impedances on all electrodes. The lead was replaced and a new lead was added due to the patient¿s pain spreading to the other side. Post operation, the patient had good coverage.

Manufacturer narrative:
Concomitant products: product ID 3877-45, lot# 0203555263, implanted: (B)(6) 2010, product type lead; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Additional information reported ¿the patient had been put on the waitlist for a lead revision¿ and that ¿the operating room date was still undetermined¿ at the time of follow-up.